Manufacturer narrative:
Product complaint # (B)(4). The following information was requested, but unavailable: 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 2. Was there any intraoperative concurrent use of other products? 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 4. Where was the surgicel used (on what tissue)? 5. What method was used to apply the surgicel? 6. How much surgicel was used during the procedure? 7. Was the surgicel product left in place? Was the excess removed? 8. Were cultures performed? If yes, results? 9. Has any additional surgical or medical intervention been performed? 10. What is physician¿s opinion as to the cause of this event? 11. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 12. What is the patient¿s current status? 13. What is the users experience w/ surgicel and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h 6. Type of investigation. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a lumbar spine posterior robot assisted decompression, bone grafting, fusion, internal fixation, and prp implantation procedure under general anesthesia on (B)(6) 2025, and absorbable hemostat was used. The patient was hospitalized due to lumbar spinal stenosis. On the third day after hospitalization, surgery was performed using absorbable hemostatic gauze. The surgery went smoothly and the patient recovered after surgery. The patient was discharged for rehabilitation and exercise treatment; after the patient was discharged, the wound dressing was changed regularly. During the dressing change, a small amount of exudate was found in the lower part of the wound. Despite continuing to clean and change the dressing, the wound still did not heal well. Therefore, the patient contacted our department and was readmitted for further treatment. After completing relevant examinations, surgical contraindications were ruled out and debridement and irrigation were performed. Regular wound cleaning and dressing changes were also performed. After this surgery, the patient's wound has healed well. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 2. Was there any intraoperative concurrent use of other products? 3. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 4. Where was the surgicel used (on what tissue)? 5. What method was used to apply the surgicel? 6. How much surgicel was used during the procedure? 7. Was the surgicel product left in place? Was the excess removed? 8. Were cultures performed? If yes, results? 9. Has any additional surgical or medical intervention been performed? 10. What is physician¿s opinion as to the cause of this event? 11. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative event? 12. What is the patient¿s current status? 13. What is the users experience w/ surgicel and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.